Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm and motor issues customer's blood glucose was unknown. Customer stated that they wants new pump and refused to give any information and disconnected that called.